Manufacturer narrative:
The subject device was received and evaluated. Device evaluation and inspection found foreign material from the distal end causing blockage in biopsy channel. In addition, residue and foreign material from the s-cylinder was observed. Furthermore, inspection found broken air/water (a/w) cylinder causing waterproof failure (leakage). The customer reported issue of " leakage from the air/water (a/w) channel" was confirmed. Additionally, the following findings during device inspection were noted : connecting tube protector has scratches. Connecting tube noted discolored. Universal cord is corrugated. The protector on control unit of universal cord noted discolored. The protector on scope connector of universal cord noted discolored. Angulation in the up direction out of standards due to the worn angle-wire. Suction cylinder found peeled. Lg bundle does not work normally. Electrical connector (el-connector) found corroded. C-cover is dirty. The insulation resistance value of distal-end found out of standards due to the c-cover was missing. A-rubber noted dirty. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of " there is leakage from the air/water (a/w) channel". The issue found at preparation for use. The intended procedure was completed using a similar device. No delay in the procedure was reported. No patient harm, no user injury reported due to the event. Device evaluation found foreign material from the distal end causing blockage in biopsy channel. Residue and foreign material from the s-cylinder was observed. This report is being submitted for foreign material found on the distal end and s-cylinder (handling issue, insufficient reprocessing/cleaning).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e2/e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the biopsy channel was blocked and had foreign material coming from the distal end. Additionally, foreign material residue was found on an around the distal end. The specific material could not be identified and the cause for the material remaining on the device could not be specified. There was no physical damage to the area where foreign material was found and no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.